Event description:
It was reported that air bubbles were observed within the cartridge. There was no reported adverse impact to the customer's blood glucose level. Customer changed out the cartridge to resolve the issue.